Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding tube. The customer states the tip of the catheter fell into the cavity of the pt. It could not be retrieved because it broke into pieces. The catheter was replaced with the guide wire exposed. This issue occurred 22 days after the catheter was placed. The broken pieces were endoscopically obtained. The status of the pt has been stable.

Manufacturer narrative:
Submit date: 05/30/2012. An investigation is currently underway. Upon completion, the results will be forwarded.